Event description:
The hcp reported the patient experienced "breakthrough dyskinesia/shocking sensations around battery". The device was explanted and returned to the manufacturer for analysis. A followup report will be sent when add'l information is received.